Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a colectomy procedure there were tissue effect issues with the device and the generator produced an error code 5. The device stopped working on the last step of the procedure so another device was not necessary to complete the case. There was no pt consequence.